Manufacturer narrative:
Philips service provided the part number for the power supply, but no repair was performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that stand movements were partly available due to a suspected power supply issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.